Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. E1 - telephone extension nuber (B)(6). E1 - additional contact (B)(6). Other health care professional: (B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in which the customer reported was unable to infuse properly due to air in the line. The event occurred during infusion of unknown medication. There were no obvious defects noted on the tubing set such as cracks, breaks, cut, tear or hole. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital and it was not exposed in extreme temperature condition. There was no flow in the primary line with no damage noted such as occlusions, kinks or bends. There was patient involvement but no harm was reported as a consequence of this event.

Manufacturer narrative:
One used plum 150 ml burette set was received for inspection. No damages or anomalies noted. The set was tested per product specifications. There was no leakage. The product was primed per packaging directions and a flow test was performed using an ICU plum pump. There were no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of cannot prime was unable to be replicated or confirmed. A lot history review could not be conducted because no lot number(s) was/were identified.